Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application crashed, during a post-implant device check. The application was restarted, and the session was completed without issue. The programmer remains in use. No patient complications have been reported as a result of this event.